Event description:
It was reported that the device was at early elective replacement indicator and was explanted and replaced. The chronic left ventricular (lv) lead was not capturing due to the anatomical placement of the lead. The attempt to place the new lv lead failed due to the patient's anatomy. The physician implanted a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was returned and analyzed. The returned device did not detect any performance issues, but the calculated longevity result of 88% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4196-88 implantable pacing lead, (B)(6) 2010; 6947-65 implantable tachy lead, (B)(6) 2005; 4076-45 implantable pacing lead, (B)(6) 2010. (B)(4).